Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer miscalculated the amount of insulin needed per the carbs they were consuming. The customer's blood glucose (bg) level subsequently decreased and was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer treated the low; however the reporter did not provide how they treated it.